Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the insulin pump from the right to the left side four days ago. As a result the customer began to experienced high blood glucose levels. Customer's blood glucose level was 535 mg/dl. He changed his site, infusion set, and bolused but his blood glucose level did not drop. He was unsure if he was receiving insulin. The device was not returned.